Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they saw their doctor and they filled out the questionnaire. They noted their symptoms had not yet improved. They were going to make a copy of the letter and send it in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the  patient (pt) noticed when laying down they are getting up to bathroom. Pt stated they have been taking medication under direction of hcp twice daily, but stated they are no longer taking during daytime. Pt stated they take first dose around 7-8 in evening and then second before bed. Pt stated due to getting up to go to the bathroom they are trying to "charge device". Clarified by "charging device" they mean putting programmer on implant to check therapy status. Pt stated therapy is at 4.0v. Pt reported when they turned on stim at 4.0 it "shocked" pt. Pt stated stim was off and turned on stim at 4.0v and that's when it shocked pt. Pt inquired if they can start stim lower when they turn on stim. Stim was off on call and was at 2.1v. Walked pt through decreasing stim to 1.0v and pt decided to turn on stim at 1.0v. Pt increased stim on call to 1.9v and confirmed stim felt comfortable in bike seat area. Reviewed therapy considerations. Recommended pt monitor symptoms now that change was made and f/u with hcp if no improvement. Pt provided event date as "last week or something" (did not clarify yr). Pt denied any recent falls. The circumstances that led to the reported issue were unknown. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2021. They reported that they were still going to the bathroom every 2 hours when they lay down in bed. They confirmed stimulation was on and set to 1.9 volts on the call. The increased stimulation to 2.4 volts and confirmed they were feeling stimulation comfortably in the left side of the groin area. They were going to monitor symptoms and follow-up with the healthcare provider if they didn't resolve. Additional information was received from the patient on 2021-feb-12. The patient reported that they continued to experience the lack of therapeutic effect and are urinating when laying down and they were up every 2 hours. The patient requested assistance in using the 3037 programmer because they were encountering the poor communication message. Troubleshooting was reviewed and the caller encountered the end of service (eos) message. It was reviewed with the patient that this meant that the ins battery was depleted and would need to be replaced. The patient stated that they were told the battery should last 5 years and it was not yet 4 years old. It was reviewed with the patient that battery longevity was variable depending on programming and use. The patient was redirected to their health care professional (hcp) to discuss ins replacement and to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that ¿yes,¿ they¿d contacted their health care professional (hcp) who managed their device about their end of service (eos) message they received and that their appointment dates were may 21, 27 and (B)(6), 2021. In response to the inquiry for if the end of service after not yet 4 years was caused by normal battery depletion, the patient underlined the word ¿yes,¿ but also circled the word ¿unknown¿. They underlined the words ¿yes,¿ and ¿unknown¿ in response to the inquiry if the cause had been determined and in response to what most likely caused or contributed to the issue, the patient underlined the word ¿use error¿. In response to what steps had been or would be taken to resolve the eos message and the lack of therapeutic effect/urinating when laying down and being up every two hours the patient replied ¿urinating when laying down/being up every two hours or lest.¿ the patient stated the issue had ¿not yet¿ been resolved and in response to if device removal or replacement was planned, the patient underlined the word ¿no,¿ and in the field that asked for the planned date of the surgery they wrote ¿(B)(6) 2017,¿ (the month they were implanted in) and underneath that wrote ¿no plans¿ and ¿increased meds.¿ in response to the inquiry for the status of the device: still in use, discarded, will be returned, unknown, other: the patient wrote ¿discarded? Low battery.¿

Event description:
Additional information was received from the patient. The patient called back and mentioned additional details stating that they experienced loss of therapy after getting into a car accident and said that's when it really stopped working. The patient is going to see a healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.